Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that in one patient, a midline was simply torn off. The responsible nurse noticed this when changing dressings ¿ the bandage had already been bloody before. The catheter had already been in place for 22 days at this time. There was no patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed; however, the exact cause could not be determined. One 4fr power midline catheter and one photograph were returned for evaluation. An initial visual observation revealed some biological residue on the returned sample. The catheter tubing was observed to be broken just distal to the molded joint of the catheter, and some curving of the tubing near the break site was also observed. A microscopic observation revealed the fracture surfaces of the break were rough and uneven. The edges appeared to be mostly irregular and rough. These findings suggest the catheter may have experienced some kinking. However, other unidentified factors may have also contributed to the break. This complaint will be recorded for future trending and monitoring purposes.